Manufacturer narrative:
E1: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that the infusion set fell apart during insertion on 24 apr 2026.